Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on 22-feb-2025 the blockage was in the tubing. The event occurred within three hours of insertion. The insertion site was upper buttocks. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced the infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary, complaint investigation results: a complaint investigation has been initiated under complaint investigation child record 2152290 the batch 6007802, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6007802 was manufactured according to the work instruction (wi) version 115 and manufactured in the line inset 7 on 29/jun/2024, with a total of (B)(4) units. The lot 4f04768 was manufactured according to the wi version 07 manufactured in the machine itl01, on 28/jun/2024, with a total of (B)(4) units. The lot 4f03103 was manufactured according to the wi version 64 manufactured in the machine sc01, on 26/jun/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.